Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. If explanted, give date: not applicable, there is no indication the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 13.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. Reportedly, the lens rotated from its original axis point. Therefore, the doctor will be doing a secondary procedure to rotate the lens back to the correct axis. A date was not provided. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.